Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia while using the system and sought guidance on reducing insulin delivery, noting recurring nocturnal lows and choosing to switch to backup therapy pending consultation with their healthcare provider. Symptoms included shaking and dizziness associated with a documented low blood glucose of 62 mg/dl, confirmed by fingerstick at 75 mg/dl shortly after, with time below range for approximately 30 minutes. Outcomes included self-treatment with food and subsequent improvement without medical intervention or hospitalization. Investigation included internal complaint intake and case review based on user report. Investigation of this case revealed no device alarms or malfunctions reported during the event, and no device component issues were identified; the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.